Event description:
It was reported that the rwave had declined from its baseline of 8 mv to less than 2 mv and there was intermittent t-wave oversensing (twos). It was unknown if the patient had an electrolyte issue. The right ventricular (rv) lead was reprogrammed from true bipolar (tb) to integrated bipolar (ib) and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable defibrillator 2011 (B)(6); 5592-45 implantable pacing lead 2011 (B)(6). (B)(4).